Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - expiration date, UDI #, serial #: unknown/not provided. Section d6b - explant date: n/a - lens remains implanted; therefore, not explanted. Section e1 - email address: unknown section e1 - telephone number: (B)(6). Device evaluation. Product testing could not be performed because the product was not returned (the lens remains implanted). Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that post bilateral implantation of preloaded intraocular lens (iol) the patient required bilateral yttrium-aluminium-garnet (yag) procedure three months post-operatively. There was no complaint from the account or surgeon, and no additional patient impact or device malfunction was reported. Through follow up we learned that the patient had bilateral posterior capsular opacification (pco) which required the yag procedure. The patient is happy with outcome and no further intervention has been required. No further information was provided.